Event description:
Pt called regarding the lifescan meter allegedly having missing segments. The pt 2-3 weeks ago, had experienced symptoms of feeling shakey and sweaty. Pt was able to test on the meter and receive a result of 70 mg/dl. The pt also retested and received a result of 86 mg/dl. The time difference btween these readings is unk as the pt did not provide this info. The pt did with self medicate insulin [sic] based n the low readings pt was getting using this mete